Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 310cc saline breast implants which patient states about 6 months after surgery, noticed right side looks smaller, started experiencing fairly constant pain in left breast around the nipple, and sometimes feels a lump. MRI examinations done this summer (date unknown) but results have not come back yet. Extreme fatigue. Brain fog. Pain all over body. Breasts feel different to the touch - feels like there are pockets of air. Does not feel good every day. Patient expressed bilateral pain. As a result patient scheduled for removal on (B)(6) 2019. This report is for the right side.